Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The following info was reported by the customer's attorney: lawsuit alleges, in 2009, customer's doctor prescribed an insulin pump and infusion set. Customer allegedly failed to receive the correct doses of insulin to manage her diabetic condition and had a seizure. One more time in 2009 she failed to receive the correct dose of insulin to manage her diabetic condition, fell and was hospitalized. Both incidents are alleged to have been the result of improper amounts of insulin presumably related to issues with the insulin pump and/or infusion set. As a result of the alleged issues with the pump and/or infusion set, she has suffered damages.